Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v617801, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported there was discomfort if the device was pushed against something. The removal of the device was noted as due to discomfort.

Event description:
It was reported that a patient¿s device was causing her pain, described as a stabbing feeling. Additional information stated, the patient had stabbing pain at the device location additional information reported they temporarily discontinued stimulation and then the lead and stimulator were explanted. The event was noted as resolved without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the lead found that the lead body conductor was broken at or near tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.